Event description:
It was reported that the patient presented in the operating room for device change out due to normal eri. Fracture and high, out of range, high voltage lead impedance were observed. Lead was capped and replaced. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.